Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device when used with a samsung phone running android version 16. The low and high glucose alarms did not sound, so the customer was not alerted to changes in glucose level. As a result, the customer experienced unspecified hypoglycemia symptoms and stated their blood sugar level dropped low and was unable to self-treat, requiring glucose IV administered by a healthcare professional. There was no report of death or permanent impairment associated with this event.